Event description:
It was reported that the left ventricular (lv) lead experienced a breach in insulation and the filar was visible. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5069 x 2 implantable pacing lead (B)(6) 1994; 8042b implantable pulse generator (ipg) (B)(6) 2010; d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5866 adaptor (B)(6) 1994; 6721l implantable tachy lead (B)(6) 1994; 6721l implantable tachy lead (B)(6) 1994; 430 competitor implantable pacing lead (B)(6) 1993; 432 competitor implantable pacing lead (B)(6) 1993. (B)(4).